Event description:
A child with numerous complex cardiac anomolies received a shunt between the pulmonary and innominate arteries. During implant, excessive serous fluid ultrafiltration necessitated the removal and replacement of the shunt.